Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this complaint was not received for examination. The photo investigation and review of the x-rays provided confirmed the reported allegation, dislocation was found as well as a fractured liner. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a manufacturing record evaluation was performed for the finished device lot number c09958, and no non conformances were identified. A manufacturing record evaluation was performed for the finished device lot number c09958, and no non conformances were identified.

Event description:
Patient underwent primary thr on (B)(6) 2019 where a corial pinnacle was implanted. As per the notes, the patient dislocated 2 times and was then brought back to theatre on (B)(6) 2019 where the pinnacle liner was exchanged to a constrained liner and a longer femoral head implanted. Patient has now presented with pain with a the x ray showing the hip to be dislocated. According to the patient, his hip has never been right and he has suffered with pain since the original index surgery. The x ray images show a dislocated hip, locking ring around the neck and the ring that locks the poly into the shell, broken and lying in the surrounding soft tissue. On opening the hip, backed soft tissue was evident, the poly locking ring was located, bent and broken and the poly liner was found exerted in the soft tissue and not in the shell. The blackened tissue was removed, the liner removed. A new constrained liner was implanted and a head without a ¿skirt¿ implanted (the previous head ad a skirt and would have resulted in more impingement) only the products removed in this surgery have been listed. Doi: (B)(6), 2019. Dor: (B)(6), 2022. Right hip.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.